Event description:
There were two drug eluting stents implanted in the mid lad; one endeavor sprint rapid exchange (rx) and one endeavor (rx). It is reported that the first stent implanted was to treat a complication/dissection, but there is no further details of dissection available. At 30 day, 6 month, 1 year, 1.5 year and 23 month follow-ups, pt was asymptomatic / free of symptoms. It is reported that the pt expired 2 days post 23 month f/u. It is reported that the pt died suddenly, the cause of death is unk. Investigator has indicated that the event was not related to mi or the study procedure. It was not assessable if the event was related to the study stent. It was reported that there was no evidence of stent thrombosis. Autopsy report is not available. (Ref MFR 2953200-2011-00481).

Manufacturer narrative:
(B)(4). Eval results: (death).